Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior (B)(6) reviewed the open call for (B)(4): case (B)(4) - centration was good with poor suction applanation to the eye. Eye movement is noted throughout treatment. A double cut of the capsulorhexis in the nasal area is observed at frame #3 to #6. Patient movement during laser treatment can cause poor stabilization of the cut, resulting in capsulorhexis tears. Adequate suction applanation to the eye with proper docking and locking of the pid arm to the eye cup will reduce eye movement. Improve/innovate/control: (B)(6) will discuss findings with surgeon and staff.

Event description:
(B)(6) reported to customer service on 01/27/2022 that dr. (B)(6) from (B)(4) had a broken capsular nasal today. Action: log files were sent in for review. (B)(6) would like to know the findings.